Event description:
It was reported that during the implant procedure, the guidewire would get stuck when attempting to insert into the lead. The lead was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).